Event description:
It was reported that the system displayed a communication error and would not boot up.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.